Event description:
On (B)(6) 2012, the reporter claimed the patient had symptoms of vomiting and a migraine headache when his blood glucose elevated to 393 mg/dl at 11:45 am. He also tested positive for ketones. When he left the house in the morning, his blood glucose was 120 mg/dl. The reporter treated the patient with 7 units of novolog insulin via syringe. Reportedly, the patient's blood glucose lowered to the 300s mg/dl while he felt better. During troubleshooting, the animas representative assessed the patient's alleged blood glucose excursion by evaluating the animas pump. The date and time was confirmed to be accurate although there as the time and date was reset after the battery is reseated. There were no issues such as leakage and air bubbles with the infusion set or the insulin cartridge. There is no sign of infusion site issues such as redness, swelling, hardness or bleeding. There was no sign of a kink or bending of the cannula at the infusion site. Other than the date and time reset issue, the animas insulin pump is functioning accordingly. The subject pump was requested back for investigation. This complaint is being reported due to the alleged date and time reset issue and because, the patient had symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. The units remaining were correctly calculated and recorded in pump history. There were no alarms related to the complaint in the pump alarm history. An "ezprime" operation was performed with no difficulties noted. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A review of the black box history shows a default date/time reset after a reboot for a cartridge change. The evaluation revealed that the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).